Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, the tubing sets were being used to deliver unspecified solutions, at unspecified rates. After unspecified lengths of time, it was reported that, "blood tubing leaking at port closest to pt. Blood came back from pac, leaked out of port. Faulty product." No specific details were provided. There were no reported delay of therapy critical to these patients. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing sets were replaced.